Event description:
The customer reported that folate results exceeding the assay's precision claims were generated on a unicel dxl600 access immunoassay system for multiple patient samples. The customer indicated that there have been multiple patients with initial results greater than 20 ng/ml which, upon repeat, have generated results between 20-39 ng/ml or greater. Data supplied by the customer indicated that folate results exceeding the assay's precision claims were generated on a unicel dxl600 access immunoassay system for three patient samples. Initial results were generated on (B)(6) 2011. Multiple repeat test results were generated on the same instrument for each initial sample on (B)(6) 2011. The results were erratic, resulting in lower and higher results than initially generated. Results were reported out of the laboratory and in once instance, a corrected report was required to be issued. Samples were serum and refrigerated but not frozen. Some samples were diluted at a ratio of 1:2 prior to testing, and both pipettors were utilized during repeat testing. The customer did not receive any report of patient injury requiring medical intervention or modification to patient treatment attributed or associated with this event. Quality control, calibration and system check results during the timeframe of this event were all within established reference ranges.

Manufacturer narrative:
Service was not dispatched for this event. No definitive root cause could be determined for this event to date.